Event description:
It was reported by service report that the brakes could not be engaged and the headend jack would not raise. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Brake cam.